Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a pocket infection occurred and pus was observed. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted and an implantable pulse generator (ipg) system was implanted on the contralateral side. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.